Event description:
It was reported that the customer had an issue with the meter. Customer got two or three of the same messages occurring within the hour. Customer has calibrated and is still getting the meter blood glucose now message. Customer received a cal error from the same sensor. Customer's blood glucose level was 339 mg/dl. Customer bolused for 339 mg/dl and changed the infusion set. Customer's latest blood glucose level was 49 mg/dl. Customer treated with a coke. Customer was waiting for a different setting from the health care professional. Customer stated that every time she eats her blood glucose level drops fast. Customer's carb units will be adjusted by the health care professional. Customer's blood glucose level is now 81 mg/dl. Customer was advised to wait to calibrate since her blood glucose levels have been up and down. Customer's finger stick value was 81. Customer was told to wait at least two hours to calibrate. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.